Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was delayed in responding to presses and timed out sooner than the 120 seconds it was set to. Customer's blood glucose level was between 120-140 mg/dl. Reportedly, the pump was reset and the issue was resolved. Customer continued to use the pump for insulin therapy.